Event description:
It was reported that during normal follow up, externalized conductors were observed, proximal to the distal coil, via fluoroscopy. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.